Event description:
Complaint alleged that a fire dept arrived to find a pt (age and gender unk) in a code situation. They attached an AED unit (MFR unk) to the pt and determined that the pt's rhythm was in asystole. The pt's rhythm then moved to v-fib. An als unit arrived and attached device to the pt. They began to monitor the pt using a three lead cable. They verified that the pt was in v-fib. The als technicians defibrillated the pt using the original AED unit. After the pt was defibrillated, the technicians were unable to obtain an ECG trace in any of the three leads. The unit also began to print code summaries without prompting from the als technicians. The pt did not survive the code. The complainant indicated that the pt was "down" when the care providers arrived and that the treatment did not revive the pt. The complainant indicated that the alleged malfunction did not contribute to the pt outcome.